Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient who was presenting an atrial fibrillation heart rhythm. With the device in sync mode, the patient was defibrillated once at 50 joules. The clinicians then charged the device to 100 joules, but the patient's displayed ECG was then distorted by artifact the clinicians reported that this occurred in leads 1, 2 and 3. The clinicians then obtained a second device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction.